Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Reporter's last name: unknown/ not provided. (B)(6). Device evaluation: product testing could not be performed as the product was not returned, was discarded by the account. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model pcb00 14.0 diopter) was not unfolded properly in the eye of the patient. The lens was removed and replaced in the same procedure. There were no surgical interventions such as vitrectomy, incision enlargement or sutures reported. No additional information was provided.